Event description:
The pt was monitored en-route to the hospital. It was alleged that some point during transport, the device inappropriately displayed the pt ECG. After the pt had been admitted to the hospital the device ECG display returned to normal. The pt was resuscitated. Te reporter stated that there were no adverse affects to the pt resulting from the alleged device discrepancy.